Manufacturer narrative:
Product complaint #(B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint#: (B)(4). Section b5: additional information received indicated that the physician attempted to massage the stent with the wire before ultimately deciding to remove and replace the stent. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear to be damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no blood flow restriction. There was no significant prolongation of the procedure due to the event. One image was received, and the review was made by an independent physician and the results are shown below: the description states what can be appreciated in the image, the distal portion of the stent is not opening, the markers are not visible separately but as a group. Potential causes for a stent to fail opening include but are not limited to 1) local vasospasm, 2) local calcified atherosclerosis, 3) reflux of blood in the microcatheter causing a clot between the proximal struts resulted in failed opening, 4) device failure. Based on the images provided, the underlying cause/s for this event cannot be determined with certainty. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot: 5874655. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4) a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a left middle cerebral artery stenosis and performance of surgery of balloon dilatation and stent implantation, an enterprise2 4mmx30mm vascular reconstruction stent (encr403012, 5874655) could not be opened. After balloon dilatation of target position, the physician started to implant stent, but the tip of stent could not be opened, adjusting it but failed. Therefore, the physician retracted the stent and changed a new one to complete the surgery. There was no patient injury report. Additional information received indicated that the physician attempted to massage the stent with the wire before ultimately deciding to remove and replace the stent. The temperature indicator label on the inner pouch was checked and found to be within acceptable criteria. There was no resistance during advancement of the device. The stent did not appear to be damaged. There was no vessel or aneurysm factors that may have contributed to the incomplete expansion. There was no blood flow restriction. There was no significant prolongation of the procedure due to the event. One image was received, and the review was made by an independent physician and the results are shown below: the description states what can be appreciated in the image, the distal portion of the stent is not opening, the markers are not visible separately but as a group. Potential causes for a stent to fail opening include but are not limited to 1) local vasospasm, 2) local calcified atherosclerosis, 3) reflux of blood in the microcatheter causing a clot between the proximal struts resulted in failed opening, 4) device failure. Based on the images provided, the underlying cause/s for this event cannot be determined with certainty. One non-sterile unit enterprise2 4mmx30mm was received inside of a pouch. The device was inspected, and it was found in good normal conditions, no damages or anomalies were observed on the components of the device. The stent was received inside of the introducer. A lab sample prowler select plus was flushed using a lab sample syringe. After that, the unit enterprise2 4mmx30mm was introduced, and in advance, the device was able to pass-through the lab sample mc without any difficulty, the stent was observed in good conditions. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 5874655. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The product was returned to cerenovus for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was in good normal condition, no damages or anomalies were observed on the device. The functional test was performed and the enterprise2 4mmx30mm was able to advance through the lab sample prowler select plus, no resistance or friction was felt, and the stent was observed in good conditions. The customer complaint regarding ¿stent could not be opened, adjusting it but failed¿ was not able to be confirmed. A device history record evaluation was performed, and no non-conformances were identified. It should be noted that product failure is multifactorial. Incomplete stent expansion is a known potential procedural complication associated with the enterprise 2 vrd. The instructions for use (IFU) does contain the following precaution: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to un-sheath the stent (without exceeding the recapture limit), and then attempt to recapture the stent again. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failures and damages on the returned system. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter phone: (B)(6). The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a left middle cerebral artery stenosis and performance of surgery of balloon dilatation and stent implantation, an enterprise2 4mmx30mm vascular reconstruction stent (encr403012, 5874655) could not be opened. After balloon dilatation of target position, the physician started to implant stent, but the tip of stent could not be opened, adjusting it but failed. Therefore, the physician retracted the stent and changed a new one to complete the surgery. There was no patient injury report.